Event description:
Ous MDR - after an implant duration of approximately 6 weeks, a perforation of the lead into the lung was reported. Apart from the lung perforation, no further patient side effects have been reported. The lead was explanted.

Manufacturer narrative:
Ous MDR.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized. With regard to the issues mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem. In particular, the lead's contact pressure per unit area was in specification. The cuttings in the insulation and the slight deformation of the outer coil resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.